Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd). Stenosis of an implanted valve may also be a manifestation of svd, which can encompass multiple failure modes including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors can contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, nine (9) months post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was deployed (valve-in-valve) due to degeneration leading to stenosis (mean/max 56/92mmhg) and moderate insufficiency. Per obtained information, the patient presented with dyspnea, nausea, and sometimes dizziness. A 23mm transcatheter valve was successfully implanted via transfemoral approach and there were no reported complications. The patient was reported as hospitalized, in stable condition, post-operatively.